Event description:
On (B)(6) 2010, the patient reported there was a line through the middle of the display of the infusion device affecting her ability to read some characters. She stated she changed the battery and was unable to resolve the issue. The infusion device was not dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.